Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. Customer¿s blood glucose level was 120 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was able to clear the alarm and was able to complete rewind. Self-test was performed and the insulin pump error recurred. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.